Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd y extension set was clogged. The following information was provided by the initial reporter: there is significant resistance on the tubing making it difficult to purge and administer on the pca which becomes occluded and does not deliver boluses while the venous catheter is working well. Recurrent problem with this tubing. Patient impact: not receiving treatment, disturbed by pca alarm immediate action: change device

Event description:
It was reported that the bd y extension set was clogged. The following information was provided by the initial reporter: there is significant resistance on the tubing making it difficult to purge and administer on the pca which becomes occluded and does not deliver boluses while the venous catheter is working well. Recurrent problem with this tubing. Patient impact: not receiving treatment, disturbed by pca alarm immediate action: change device

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-sep-2022. H6: investigation summary one 30852 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21075288. No residual fluid was present in the device. The feedback provided by the customer indicates that the pump alarmed for occlusion repeatedly during infusion, and was also difficult to prime the infusion line. Further information provided by the customer indicates that the flow restriction was observed during infusion of morphine or oxycodone, and the infusion set was connected to a 50ml bd plastipak syringe. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The sample was subjected to functional testing by connecting the device to a retained 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restrictions were detected. Further functional testing involved connecting the sample to a bd alaris plus pk pump from stock and subjecting to priming and a short infusion; in each instance no pump alarms were detected with the infusion completing successfully. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075288 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h10